Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The hp had disconnected prior to the alarm and re-connected, and was connected to the device at the time of the alarm. The patient line became separated from the transfer set, and the patient disconnected in drain 5 of 7. The hp pressed go to start therapy before connecting and did not use proper disconnect procedures, and then re-connected. There were open clamps on the unused supply lines. The nurse had already been informed of the situation and will be advising the hp of the next steps to complete therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, she explained that this occurred after disconnecting from the machine in drain 5 of 7 and noticed that the mini cap and patient line clamp was disconnected. Machine is ok to use again tonight as cause of error has been identified.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.